Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for this pacemaker where there appeared electromagnetic interference (emi) that resulted in pacing inhibition on dependent patient. Technical services (ts) provided a review of a stored ventricular tachycardia (vt) episode where there was noise on right ventricular (rv) lead channel consistent with emi which resulted in oversensing and a pause in pacing that resulted in a longer than two seconds asystole. Ts discussed that the source for emi needs to be identified and avoided. Subsequently a review of a second vt episode revealed emi. Ts discussed keeping appropriate distance from sources of emi. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the clinician reported three more episodes that appeared to be emi for this pacemaker. It was noted that the patient uses a sauna on regular bases. Emi is suspected as the noise dissipates quickly. An analysis was of device data was performed that confirmed device appeared to be operating normally. Possible troubleshooting options were discussed to determine the source. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for this pacemaker where there appeared electromagnetic interference (emi) that resulted in pacing inhibition on dependent patient. Technical services (ts) provided a review of a stored ventricular tachycardia (vt) episode where there was noise on right ventricular (rv) lead channel consistent with emi which resulted in oversensing and a pause in pacing that resulted in a longer than two seconds asystole. Ts discussed that the source for emi needs to be identified and avoided. Subsequently a review of a second vt episode revealed emi. Ts discussed keeping appropriate distance from sources of emi. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for this pacemaker where there appeared electromagnetic interference (emi) that resulted in pacing inhibition on dependent patient. Technical services (ts) provided a review of a stored ventricular tachycardia (vt) episode where there was noise on right ventricular (rv) lead channel consistent with emi which resulted in oversensing and a pause in pacing that resulted in a longer than two seconds asystole. Ts discussed that the source for emi needs to be identified and avoided. Subsequently a review of a second vt episode revealed emi. Ts discussed keeping appropriate distance from sources of emi. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the clinician reported three more episodes that appeared to be emi for this pacemaker. It was noted that the patient uses a sauna on regular bases. Emi is suspected as the noise dissipates quickly. An analysis was of device data was performed that confirmed device appeared to be operating normally. Possible troubleshooting options were discussed to determine the source. This pacemaker remains in service. No adverse patient effects were reported. Further information received, emi noted on stored events for this pacemaker. The patient stated feeling dizzy and lightheaded at times. The health care professional (hcp) stated that patient uses a sauna, ts discussed that the interaction with spa therapy is likely causing emi. The patient is depended, the emi was oversensed on the rv channel and patients escape rhythm coming through in events could be seen. This device remains in service. No additional adverse patient effects.